Manufacturer narrative:
The system remains implanted. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting elevated right ventricular (rv) pacing impedance measurements and a fracture of the associated rv lead was suspected. Therefore, a revision procedure was performed. During the procedure, the impedance measurements exceeded 2000 ohms. It was revealed that the rv setscrew was loose. The setscrew was tightened and no other adverse events have been reported. No adverse patient effects were reported.